Event description:
Same case as 2134265-2014-08232 and 2134265-2014-08054. It was reported that automatic pullback failure occurred. The unspecified target lesion was 75% stenosed, moderately tortuous and moderately calcified. During a percutaneous coronary intervention, an ilab was used in conjunction with an opticross¿ imaging catheter. However, it was noted that the device got frozen and the touch panel became unable to respond. It was also noted that the motordrive plus was rotating but the image did not appear and abnormal sound was heard from the acquisition processor. The procedure was completed with another device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed the catheter was able to properly pull back manually and automatically using a test pullback sled assembly, a good image wave form shows during impedance testing, a good square image appeared in the ilab system during image characterization. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as 2134265-2014-08232 and 2134265-2014-08054. It was reported that automatic pullback failure occurred. The unspecified target lesion was 75% stenosed, moderately tortuous and moderately calcified. During a percutaneous coronary intervention, an ilab was used in conjunction with an opticross¿ imaging catheter. However, it was noted that the device got frozen and the touch panel became unable to respond. It was also noted that the motordrive plus was rotating but the image did not appear and abnormal sound was heard from the acquisition processor. The procedure was completed with another device. No patient complications were reported and the patient's status is good.